Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The cause of peritonitis was unknown. Approximately 1 or 2 days after the onset, the pd catheter was removed. During hospitalization, the patient began treatment with unknown antibiotics for peritonitis. It was unknown if the patient was still hospitalized or discharged. The patient had not recovered from peritonitis at the time of the report. The patient discontinued pd therapy and was on hemodialysis. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13e17016, h13h12045, and h13i06037 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.